Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 600 mg/dl at the time of hospitalization and was treated with intravenous drip and antibiotics. The customer stated that they shut off the insulin pump and when trying to restart it; it showed battery out limit. The customer stated that the insulin pump alarmed after battery change. They were unable to clear the alarm. The customer also reported a frozen display. The customer declined to perform a carelink upload. It was reported that the high blood glucose was caused by urinary tract infection. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The test battery was removed and reinserted with no battery out limit alarm noted. The time advanced properly during testing. No time loss/time gain noted. No frozen screen or button error alarm noted during testing. Device had intermittent button response on the act button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had cracked battery tube threads and cracked reservoir tube lip.